Manufacturer narrative:
A new brake detent mechanism was sent to the account to repair the bed.

Event description:
Info received indicates the brake is not holding due to a broken brake detent mechanism.